Manufacturer narrative:
H.6. Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for improper assembly with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that during use the caps do not stay on tubes properly with a bd vacutainer® lh pst¿ ii plus blood collection tubes. This occurred on 100 separate occasions, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: bd vacutainer lihep pst ii caps are not properly placed on tube. This result in manual work for the laboratory, the tubes due to leaning caps, the automated track system send the tubes out for manual handling in iom-module. Customer has taking some pictures for illustration of the problem, they only see this related to the vacutainer pst ii lihep tube at the moment, however it is seen on a high percentage of this lot.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use the caps do not stay on tubes properly with a bd vacutainer® lh pst¿ ii plus blood collection tubes. This occurred on 100 separate occasions, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: bd vacutainer lihep pst ii caps are not properly placed on tube. This result in manual work for the laboratory, the tubes due to leaning caps, the automated track system send the tubes out for manual handling in iom-module. Customer has taking some pictures for illustration of the problem, they only see this related to the vacutainer pst ii lihep tube at the moment, however it is seen on a high percentage of this lot.